Event description:
It was reported that the balloon ruptured during post dilatation below rated burst pressure. No pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion characteristics, pt disease state, and interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Additionally, the lesion was reported as mildly tortuous and may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. A review of the finished product lot history record did not reveal any nonconforming material records associated with this report. There does not appear to be any indication of a product quality deficiency.